Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle did not return). Also, found sensor flex broken. Unable to continue with functional testing due to sensor being damaged. In summary, the customer complaints for unexpected anomaly could not be confirmed due to sensor being damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received sensor updating alert and also reported discrepancy between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed for sensor updating alert and advised to replace sensor as behavior has been occurring longer than 3 hours. Troubleshooting was partially performed for sensor glucose vs blood glucose. Sensor glucose value reported event was 87 mg/dl and blood glucose value reported event was 131 mg/dl. Customer reported the difference between sensor glucose and blood glucose was not within range. Insulin delivery was suspended due to sensor glucose vs blood glucose value. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Mmt-7040a was requested and customer will discontinue to use the sensor. Customer response was the device will be returned.